Manufacturer narrative:
Plant investigation: this is a report of a blood leak that occurred during hemodialysis treatment. As the device was not returned to the manufacturer, a physical evaluation could not be performed. A production records review was performed on the reported lot. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformance, rework, labeling, process controls, and any other occurrence in production potentially related to the complaint. The lot passed all release criteria. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A user facility healthcare professional reported that a blood leak occurred during a patient's hemodialysis (hd) treatment. The blood leak was discovered early in the patient¿s treatment, though it was unknown exactly how far into treatment the event occurred. The machine alarmed as appropriate and blood was visually observed near the header cap in the dialyzer. Blood test strips were used and positively confirmed the presence of blood. There was no visible damage or defects noted to the used dialyzer. The patient¿s estimated blood loss (ebl) was noted as being approximately 300ml to 400ml. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up of supplies on a different machine. The complaint device was discarded and is no longer available for evaluation. Additional information was requested but was not available.